Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Date returned to manufacturer: nov 17, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod partially advanced with the lens observed to be stuck inside the cartridge. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ophthalmic viscoelastic device (ovd) may have been used. The cartridge tip and a portion of the cartridge tube were observed to have been cut off and missing. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was removed from the cartridge and cleaned; fold lines were observed on the lens. Further evaluation of the device was performed by johnson & johnson manufacturing site. The device was inspected and found the cartridge tip was observed to be cut off and the remaining part was not returned. There were no signs of ovd through the cartridge. The pushrod was center and no resistance was observed. No damage to the lens was observed and no assembly defect was identified that could contribute to the complaint reported. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was found to have a tip that was not beveled and appeared to have been manufactured incorrectly. Additionally, the lens was described as bent and incorrect. The issue was identified during handling prior to insertion. There was no patient contact. The procedure was completed with another lens of the same model and diopter. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the device. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information; however, to date, no further information has been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.